Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the fuses were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site physician reported that, while in a spinal fusion, the viewing station of the imaging system would not power on. The line power light and system power lights were not illuminated. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. No additional information was provided. There was no impact on patient outcome.